Event description:
On 24-nov-2020: follow up information was submitted to update health effect - impact code and component code. Moreover, the result of the complaint investigation (visual inspection) of the returned used device (1 set) showed that the tubing was detached from the tubing-tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set's tubing was falling off and it came apart at the infusion site while she was sleeping, as the tubing was too short. The site location was her leg and the pump was located in the right arm on her shirt. Moreover, the infusion had been used for 18 hours. The infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently ((B)(6) 2020), her blood glucose level was 237 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set's tubing was falling off and it came apart at the infusion site while she was sleeping, as the tubing was too short. The site location was her leg and the pump was located in the right arm on her shirt. Moreover, the infusion had been used for 18 hours. The infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently ((B)(6) 2020), her blood glucose level was 237 mg/dl. No further information available.